Event description:
It was reported that during a laparoscopic anterior resection procedure, the device functioned as intended. The anastomosis was tested and the drains were placed. Later in the evening, they found that there was some gastrointestinal bleeding. The patient remains in the hospital for observation. The surgeon is not assessing responsibility to our circular stapler. Bleeding was at gastrojejunostomy anastomotic site within 24 hours of operation. Patient spent 1 day in ICU. Patient was transfused as appropriate. The bleeding stopped spontaneously. Patient is ok and went home.